Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon detachment occurred. The target lesion was located in a vessel in the upper extremity. A 10.0 x60, 75cm charger balloon catheter was advanced to dilate the lesion. However, upon removing the device out f the patient's body, the balloon came off the shaft of the catheter and was stuck in the 7 french sheath. The balloon was completely detached from the catheter and was hanging approximately 1cm outside of the proximal end of the sheath. Subsequently, the tech was able to pinch the balloon and completely removed it from the sheath. The device was completely removed from the patient's body and the procedure was completed. No patient complications were reported and the patient's status was fine.